Event description:
Customer alleged discrepant, back to back blood glucose results of 326 mg/dl, and 153 mg/dl when testing was performed within 10 minutes on the compact plus system. Customer did not change treatment or actions based on discrepant results. The location in which the testing was performed was not provided. A request was made for the return of the suspect device and replacement product was sent.